Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the circumstances that led to the lead migration was that they were not charging for a good amount of time. The patient stated that they removed and replaced it with another one, it worked for a bit, then stopped working . They want the device removed.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an issue with an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), where one of the leads was out of place. The patient was informed of this issue as an outpatient and was later admitted as an inpatient. The healthcare provider requested a consultation with a physician regarding the lead placement issue. Troubleshooting was not required. The resolution involved educating the customer and providing information.

Manufacturer narrative:
Continuation of d10: product ID 977c265, lot# serial# (B)(6), implanted: (B)(6) 2018, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 22-jan-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.